Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection of the device identified that the spike protector was adhered to the bottom side of the pouch. The reported condition was verified. The cause of the adhesion was a manual loading issue during packaging. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution sets spike was malformed. The malformation was identified during setup. There was no patient involvement. No additional information is available.